Event description:
It was reported that during preparation for a photoselective vaporization procedure of the prostate, light leakage was observed on the fiber when it was connected to the console. The console went back to ready status, and the customer tried to disconnect and connect the fiber several times but the light leakage still occurred. There was no break observed on the fiber outer sheath. The fiber was not used and the procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. A review of device instructions for use (IFU) was performed. The instructions for use include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. During functional testing the fiber was tested with hene (helium-neon) laser fixture. The testing conducted identified a break in the fiber body about 27 inches proximal to the control knob. Based on the observed fiber break the reported event was confirmed. There is not enough information regarding the setup and handling of the device during use. Therefore, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization procedure of the prostate, light leakage was observed on the fiber when it was connected to the console. The console went back to ready status, and the customer tried to disconnect and connect the fiber several times but the light leakage still occurred. There was no break observed on the fiber outer sheath. The fiber was not used and the procedure was completed with a second fiber without clinical consequences to the patient.